Event description:
An attempt was made to use a 2.5mm diameter x 15mm length sprinter over the wire (otw) balloon dilatation catheter to pre-dilate a lesion located in the pda. However, it was reported that the balloon of relevant device did not hold pressure when inflated to nominal pressure. The pt is reported to be fine and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval: results: (root cause of the event cannot be determined).